Manufacturer narrative:
The report is being submitted as follow-up no. 1 to provide the evaluation results. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
UDI - unknown due to the lot number being unknown. The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination could not be conducted due to the lot number being unknown. Lot specific trending could not be completed due to the lot number being unknown. Product specific trending for the past three years shows there has been twelve similar reports. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported deployment difficulties using the involved angio-seal device. Follow up communication with the user facility reported: (1) the evolution was attempted to be placed by a very experienced operator or angio seal and the device never deployed in the vessel; (2) the physician noted that the tamp tube didn't appear to push down the collagen plug and there was extensive bleeding at the access site; (3) it was reported that the patient is stable and fine. Additional information was received on 6/9/2017. Hemostasis was achieved through manual pressure. Blood loss is unknown.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. With no return of the actual device the exact cause of the reported event cannot be definitively determined.